Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer was getting errors on arm 4. The customer called after the procedure was completed, but the customer stated they had multiple procedures scheduled for tomorrow and would like a call back with an estimated time of arrival for the repair. The error occurred over two power cycles. The customer did not know procedure or surgeon information. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical coordinator, the procedure was completed with the use of three arms and the issue was resolved. There was no patient injury harm. Patient information was unable to be provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. When the fse turned the system on, universal surgical manipulator (usm) 4 would not self-test and would only let you disable the arm. The fse replaced usm 4 due to the repeated errors. The system was tested and verified as ready for use. Isi received the usm unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. However, the error logs/system logs showed that there were various 23118 errors on the insertion. During the visual inspection, the unit was opened up and everything looked good and found no damaged flat flex cables (ffc) or traces of fluid intrusion. The unit went through testing on a pftp and passed direction tests, lissajous, chip encoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch test. The insertion cva board and cva ffc will be replaced as a precaution to the reported problem. A procedure log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system sk0854 on(B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled or abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.